Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# nmd729849h, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 977a260, serial# va0thxs036, implanted: (B)(6)2016, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A health care professional (hcp) reported via a manufacturer representative that a consumer had excessive bleeding approximate to (in an area near) where the leads were placed, they applied pressure to calm the bleeding, but were unsuccessful in stopping it. After three attempts, the hcp decided to explant the system to prevent possible seroma. The cause was noted as advancing the lead into the epidural space. There was nothing wrong with the device and it worked within normal parameters. The issue was noted as resolved.